Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-06733. All information can be found under manufacturer report number 1416980-2024-06733. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set broke while in connection with the bilumen central catheter. A portion of the tip of the needle-free connector was stuck in the lumen of the central catheter. The set was replaced to correct the issue. This occurred during an attempt to remove the device due to daily change. There was no report of patient injury or medical intervention associated with this event. No additional information is available.